Event description:
The ge oec 9800 fluoroscopy had impaired playback of cine runs. Poor cine playback.

Manufacturer narrative:
A ge oec service rep investigated the issue and reformatted the cine disk, and re-loaded software. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.